Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). A medtronic representative visited the site to evaluate the equipment. It was found that there was a software issue. (B)(4). Software analysis was completed by a medtronic representative. It was determined that this is a known issue. Codes 10, 104, and 4307 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during a system checkout. It was reported that the ear nose and throat (ent) software would go to a blue screen when the straight probe was verified. It was unable to be cleared through the recommended work around method of verifying another probe. It was noted that the blue screen was a known issue. There was no patient present. Additional information was received. It was reported that once the software was reinstalled, the instruments all verified as intended <(>&<)> screen activity returned to normal.